Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3093-28, lot# j0444314v, implanted: (B)(6) 2004, product type lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(4).

Event description:
It was reported that a patient's stimulation had turned off 3-4 times in the last 3-4 months, with no known cause. There was no known activity or equipment that was triggering the device to turn off. The patient was seeing the stimulation as 'off.' All electrode impedances were 'normal.' The battery's status was 'ok' and the longevity was >120 months. The patient had the stimulator for 7 years. The patient did not bring the programmer so testing was done in 'reduced' mode. Five days later it was reported that the cause was still unknown. The patient was instructed to keep a journal of what she was doing every time the device turns off. No further information was provided. If more information becomes available, a follow up report will be sent.